Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device implanted in (B)(6) 2010 and it never worked so they turned it off a few months prior to (B)(6) 2014. The patient stated that since implant they suffered with blood clots, pain, lightheadedness, pressure headaches, low blood pressure, metallic tastes to their food, hot flashes, and burning sensations. The patient was scheduled to have a brain scan and they were wondering if it could be linked to their implant and they thought it seemed like it could be. No interventions or outcome were reported related to this event. No follow-up is possible at this time. If additional information becomes available, a supplemental report will be sent.